Event description:
It was reported that an incubator was dropped, likely indicating that the cot dropped while in use with an incubator. There was no report of patient involvement or adverse consequences. The user facility provided the model and serial number of the device and the investigation has been completed.

Manufacturer narrative:
The investigation has been completed and section h codes have been updated to reflect this.

Event description:
It was reported that an incubator was dropped, likely indicating that the cot dropped while in use with an incubator. There was no report of patient involvement or adverse consequences. The model and serial number of the device have not yet been provided.